Event description:
It was reported the colonovideoscope exhibited foreign material in the insertion tube. The issue occurred during reprocessing after a procedure that was completed with this device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was not observed but may have been removed during reprocessing. A root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif/cf/pcf-290 series operation manual chapter 3, "preparation and inspection" describes how to detect it. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, "reprocessing the endoscope (and related reprocessing accessories)" describes how to prevent it. Olympus will continue to monitor field performance for this device.